Event description:
Customer reported that the endoflator 50 unit stopped pushing gas is two separate cases. There was no harm to the patient. The date of the events could not be confirmed. This report represents case 2 of 2.

Manufacturer narrative:
The device evaluation confirmed a pressure sensor interruption error occurred. According to the trend review, one previous case caused a serious injury. Thus, a report is required.

Manufacturer narrative:
The device was returned again for evaluation, as it subsequently shut off during a case (ref. MDR 9610617-2022-00132) and, per our us inspection team, the unit powered off during endurance test. The unit was forwarded to the manufacturer in germany for further investigation. As per the manufacturer's investigation report: the product inspection cannot be performed at kst because the device has been lost internally. Based on the investigation results of the us colleagues, the device failed during the long-term test. The most probable root cause is a fault with the power supply. This could be a problem with the power input socket or the fuse, among other things. If the device could be found, the report will be re-opened and adjusted accordingly. A warning in the IFU is listed to always keep a replacement device on hand in case the device should fail.